Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, b, c, d, and g grid, manufacturer narrative(chr and DHR statements). Dev. Serviced by a 3rd party, device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify. Omit : a08 - calibration problem (2890), g07001 - part/component/sub-assembly term not applicable. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16mar2017. The review was performed from the date of manufacture to the present date 31mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.